Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9106862. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. However, based on previous investigations our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system's extension tubing "exploded" during use. The following information was provided by the initial reporter, translated from chinese to english: "during using the indwelling needle in the CT room, the extension tube was exploded".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system's extension tubing "exploded" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during using the indwelling needle in the CT room, the extension tube was exploded".